Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6). Implanted: (B)(6) 2006; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 08-jun-2008, UDI#: 1(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 150 mcg/day via an implanted pump for cerebral palsy and intractable spasticity. It was asked but unknown when the event/difficulty occurred. According to the managing clinic, the patient was reporting mild withdrawal symptoms and increased spasticity. The clinic performed an indium study (date unknown) that revealed medication was not reaching the spine. The catheter was surgically revised and 55.5cm of the existing 8709 catheter proximal to the pump was removed and replaced with a 66cm (8596sc revision kit). The pump was replaced as well per the managing clinic due to end of service (eos) less than two years away. The surgeon observed cerebrospinal fluid (csf) flow from the catheter at the spine and confirmed csf flow from catheter access port prior to closing pocket. It was noted the rep was notified on (B)(6) 2024 that a catheter revision may be necessary but confirmed details with surgeon and patient on day of procedure, (B)(6) 2024. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s medical history included: cerebral palsy, scoliosis, and intractable spasticity.

Manufacturer narrative:
H3: analysis of the catheter (serial number (B)(6)) revealed, no anomalies. The catheter was returned in segments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.